Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous high na results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate method and alternate unit and lower results were obtained. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples were drawn in bd gel separator vacutainer tubes. Sodium was calibrated and qc results were within the lab's established ranges pre and post the event. Service call was requested; however, no additional information is provided.